Event description:
It was reported the right atrial (ra) lead had noise on atrial high rate events. The ra lead was inactivated and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.